Event description:
It was reported that during a procedure the e-sep pencil was not working as intended. The plastic near the tip melted. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation device is available for return.

Manufacturer narrative:
Correction d9/h3: device not returned. H6: the quality investigation is complete. H3 other text: device not returned.

Event description:
It was reported that during a procedure the e-sep pencil was not working as intended. The plastic near the tip melted. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.